Manufacturer narrative:
Additional information: h11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the effluent line pre-pump appeared to be cut near the support plate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage, combined with low temperature exposure below zero (0) degrees celsius. A previous nonconformance and related corrective action preventive action record was opened to address these transportation issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pre pump effluent line of a prismaflex m150 set was damaged and leaking at the support plate connection during priming. There was no patient involvement. No additional information is available.